Event description:
Received an inquiry in regards to storage of ventilator memory. As per caller, it is believed an end user made some ventilator changes and there was a patient injury.

Manufacturer narrative:
Npb has attempted to contact customer with no customer response. Npb will send a follow up MDR should further information becomes available.